Event description:
During service by baxter, the pump was found to contain an intermittent "channel select" key. This event occurred during service. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software (B) (4) which is categorized as "unremediated". No additional information is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.